Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer experienced high blood glucose and was hospitalized. Also, the battery chamber and has also noticed that the keypad is worn out. The customer's blood glucose was 600mg/dl; treated with manual injection. The customer stated the keypad is unresponsive. The customer was hospitalized and treated with IV drip and fluids. Also, the customer had diabetes ketoacidosis. The customer's mother declined to troubleshoot for high blood glucose. The customer's current blood glucose was 363mg/dl. The customer was advised the pump will be replaced.